Event description:
The customer reported to olympus that during preparation for use, the insertion tube on the evis lucera duodenovideoscope was leaking. There were no reports of patient harm associated with this event. The intended procedure was completed with a similar device with no complications for the patient. During the evaluation of the device, it was noted that the inside of the light guide lens was dirty with a foreign substance. This report is to capture the reportable malfunction of the foreign substance noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: leaks from the control section, insertion tube, and bending section; worn adhesive of the distal sheath; worn insertion tube and damaged protector; lost color of the suction cylinder; damaged light guide lens; damaged objective lens; and signs of flooding on connectors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign substance was gaps in the adhesive caused by handling. Olympus will continue to monitor field performance for this device.